Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit 190-000/ lot 1009309 and kit part number 190-430 / lot 1009309 were reviewed. This lot met the required release specifications. A supplemental report will be submitted after the investigation is complete.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive result from a direct kitted nasal sample of both nostrils with the ID now covid-19 test performed on (B)(6) 2020 at 11:00am. Repeat testing with the ID now covid-19 assay on (B)(6) 2020 at 11:30am generated negative results. Pcr confirmation testing (not specified) was conducted, but results have not been provided at this time. The customer reported that the patient was asymptomatic and there was a delay to treatment as a result of the conflicting results. The customer confirmed no death or serious injury occurred based on the ID now covid-19 result. No additional patient information, including treatment and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.

Manufacturer narrative:
Although the investigation is still in progress, testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1009309 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009309 showed that the complaint rate is 0.002% for both. A supplemental report will be submitted after completion.

Manufacturer narrative:
Additional information/corrected data: a review of the complaints reported for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 1009309 showed the complaint rate is 0.002%. A review of the complaints reported for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 1009309 showed the complaint rate is (B)(4). Additional information: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.